Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An xtw clip was deployed on the mitral valve. To further reduce mr, an xt clip was inserted and advanced into the left ventricle. However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, while retracting the back into the left atrium, the xt clip came in contact with the xtw clip, causing it to detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The xt clip was then deployed. An additional nt clip was deployed. Mr remained a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be a cascading effect of the reported device damaged by another device (dislodged). The report device damaged by anther device (dislodged) was due to interaction between the clips. A cause for the reported unchanged mr cannot be determined. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted. There is no indication of a product issue with respect to manufacture, design, or labeling. H6. Removed code 4614 and added code 4641